Event description:
During a coronary angiography, left heart catheterization and left ventriculogram, the 4 french 12 cm sheath introducer was inserted in the right femoral artery. The patient has severe peripheral vascular disease. The .035 wholey 145 cm guidewire was inserted, followed by a 4 french jl 4.0 diagnostic catheter. During the procedure, the distal gold connector of the wholey guidewire separated and the r.n. Felt the separation. Fluoroscopy was not being used. The guidewire did not come apart. It was removed and replaced with another .035 wholey 145 cm guidewire and the procedure was completed without complications. The patient was discharged to home two days after the procedure in good condition. The guidewire was saved for investigation by the manufacturer.